Event description:
Reportable based on analysis completed on 18-dec-2014. It was reported that crossing difficulties were encountered.   The 16x2.25mm, concentric and chronic total occlusion target lesion contained in a >=90 degree bend was located in the severely calcified and severely tortuous left anterior descending (lad) artery. The 2.25x16mm promus element ¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion.  The procedure was completed with another of the same device.  No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. The struts from the centre of the stent extending distally were severely stretched and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).